Event description:
It was reported that the patient had return of pain after a catheter revision and pump replacement. The reason for revision/replacement was not provided. Patient was decreased from 15 mg per day to 6 mg per day. "The physician did not want to increase the dosage past 6 mg per day". Patient had returned to his wheelchair after not being in it for 15 years. Patient was considering hcp options for pump management. Drug delivered via the pump were morphine, hydromorphone (dilaudid) and bupivacaine (marcaine). A follow-up report will be sent if more information becomes available.

Manufacturer narrative:
(B)(4).